Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-may-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen ( 2000 mcg/ml) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient started having increase in tone and the patient's catheter was replaced on (B)(6) 2019. The cause of the increase in tone and troubleshooting were unknown. It was noted the issue was resolved. The patient's weight was (B)(6).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis found coring, tearing, or cuts in the cup of the sutureless connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's catheter was replaced due to an occlusion. The event date was noted as (B)(6) 2019.